Event description:
Information was received indicating that during a routine change out of a smiths medical portex® bivona custom tracheostomy (trach) tube it was noted that no water was left in the valve. The patient was on bipap, oxygen saturations dropped and heart rate increased. The nurse was reported to bag oxygen into the patient and an emergent trach tube change out was performed. It was reported that following removal of the defective trach, a leak was observed in the inflation tube. There were no further reported adverse effects.